Manufacturer narrative:
Patient gender was requested but was not provided. Approximate age of device- 2 years, 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a pump exchange on (B)(6) 2019 due to a suspected pump thrombosis. The device will be returned for evaluation. Multiple requests for additional information were made but none has been provided.

Manufacturer narrative:
Section d10, h3: additional information. Section h3: multiple requests for device return were made but the device disposition was not provided. Manufacturer's investigation conclusion: the reported event could not be confirmed. The center reported that the patient had a pump exchange on (B)(6) 2019 due to suspected thrombus. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Multiple requests for additional information and pump return were issued to the customer. No further event information or product was provided. Should the device become available, this file will be re-opened and the pump will be evaluated. Heartmate ii lvas IFU document #10006960, rev. C, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections d10, h3: additional information manufacturer's investigation conclusion: the examination of pump confirmed depositions in the outlet elbow. The center reported that the pump was exchanged due to suspected thrombus. Multiple requests for additional event information were issued to the customer but no further information was provided. The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion was not returned. The redundant wires for each motor phase had been twisted together, suggesting the pump may have been operated following explant and prior to receipt. The pump had also been exposed to a fixative. Examination of the outlet elbow revealed several white depositions adhered to the textured, blood-contacting surface. The depositions appeared to be closely lining the lumen of the elbow and the color and texture had been altered by the application of fixative. The depositions did not appear large enough to obstruct flow through the elbow. The evaluation could not conclusively determine the cause of the depositions or duration they had been present. Examination of the remaining pump surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings under a microscope found no anomalies related to wear or damage. Electrical continuity testing of the driveline wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Heartmate ii lvas instructions for use (IFU), lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.